Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device would not communicate with rf telemetry to remote transmitter. The session record was reviewed, and it was determined the rf telemetry was not functioning on the device. It was discussed having the patient present to the clinic and have a firmware download to attempt to restore rf telemetry.